Event description:
The following info was reported to davol by the pt's attorney: on (B)(6) 2007, the pt presented to the hosp with a right direct inguinal hernia. This was repaired with a bard perfix plug. Attorney alleges injury, pain and suffering, infection, inflammation, add'l surgery, defective mesh.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request, if available, return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. The pt's attorney alleges the pt developed and was treated for inflammation and infection, both of which are known possible adverse reactions listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." With the currently available info, no conclusion can be drawn. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.